Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of unchanged mitral regurgitation (mr) and mitral valve injury (chordal rupture), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology and likely due to the prolapsed leaflet and enlarged atriums. The reported unchanged mr and chordal rupture (tissue damage) were likely a result of procedural conditions and due to the difficulties with grasping and subsequently not implanting the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other device is filed under a separate medwatch report.

Event description:
This event is filed because the clip (60609u113) caused a chordal rupture, requiring intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. Patient anatomy included a tethered posterior mitral valve leaflet and large left and right atrium as a result of a previous heart transplant. The first grasp with the clip (60609u113) was medial and resulted in an increase in mitral regurgitation (mr). Grasping was difficulty and each time the clip was repositioned, the mr worsened. The decision was made not to implant the clip. The clip was removed and a small chordal rupture was noted. It was noted that the increase mr remained and the decision was made to attempt clip implantation again. The clip (60624u254) was unable to grasp the leaflet and reduce the mr, so the decision was made to abort the procedure. The clip was noted to be caught in the chords and could not be removed. The clip was deployed extremely lateral, with good insertion of both leaflets and the chord; however, the mr remained unchanged. No additional information was provided.